Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported going to the emergency room due to hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient stated going shopping and having breakfast but then their blood glucose levels started going high. The pod had seemed to be working, but they did not feel any better. They administered boluses but their blood glucose levels just kept getting higher. The patient went home to get their insulin vial and decided to call an emt (emergency medical technician) friend who had advised them to call an ambulance. Symptoms reported include hyperglycemia, pain, dizziness, nausea and felt like they were having a heart attack. At the hospital, upon removing the pod, the adhesive was noted to have not been completely secure. The patient stated being diagnosed with "crisis hipertensiva", which in english translates to hypertensive crisis, they also added "type 1" to the diagnosis. They also had an EKG (electrocardiogram) done and had their potassium levels tested. The patient was treated with saline via intravenous for hydration. The patient also administered themselves insulin via needle injection. The patient was discharged after 6 hours. The patient resides in the united states but incident had occurred in mexico.